Manufacturer narrative:
H4: lot manufactured between (B)(6) , 2021 to (B)(6) , 2021. H10: seven (7) devices were received for evaluation. Unaided eye visual inspection was done which observed floating particulate matter inside the fluid path of one (1) sample only. A magnification inspection was done which revealed a floating particulate matter (pm) inside the fluid path of 1 sample only. The fill port caps were removed from all samples received and no particle matter was observed of the connector/cap areas. The pm described as single, white, crescent-shaped particle was further analyzed using a light microscope; the particle was found to be acrylonitrile butadiene styrene (abs) material. The reported condition was verified in one (1) sample only; however, not verified for the six (6) samples. The cause of the condition could not be determined; however probable cause was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed in the solution of seven (7) units of 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified before use. There was no patient involvement. No additional information is available.